Manufacturer narrative:
The device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented mfg process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Medical records do not reveal a cause for the pt's peritonitis. According to the physician notes, the pt was admitted with peritoneal dialysis-related peritonitis. Physician notes show that the pt's peritonitis was possibly secondary to a catheter infection. This could account for the pt's peritoneal dialysis cell counts not decreasing. Medical records lack lab results and cultures for review, they do not contain progress notes for review and do not contain dialysis treatment records for review. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and concomitant products and the pt's peritonitis.

Event description:
Pt called tech support and stated he had been in the hospital for two weeks. The pt presented to the emergency room on (B)(6) 2015, complaining of acute abdominal pain which progressed. Pt's vital signs were as follows: temperature 99.1, heart rate 97, respirations 14, and blood pressure 147/84. The pt was found to have an elevation in peritoneal dialysis fluid cell count and cloudy effluent and was admitted and treated for acute spontaneous peritonitis. In addition, the pt developed clostridium difficile and started on oral and intravenous antibiotics. The pt's hypertension was also treated and improved. Pt was discharged from the hospital on (B)(6) 2015 with orders to follow up outpatient for white blood cell count and cbc.